Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pain'), autoimmune disorder ('autoimmune disorder') and pregnancy with contraceptive device ('complicated pregnancies') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered autoimmune disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, pregnancy with contraceptive device, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pain'), autoimmune disorder ('autoimmune disorder') and pregnancy with contraceptive device ('complicated pregnancies') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, autoimmune disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered autoimmune disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, pregnancy with contraceptive device, autoimmune disorder. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.